Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was severe symptomatic pelvic organ prolapse, stress urinary incontinence, and frequency and urgency. The postoperative diagnosis was severe symptomatic pelvic organ prolapse, stress urinary incontinence, frequency and urgency, and urethrovaginal fistula. The procedure performed was an anterior repair with pinnacle vaginal sling to sacrospinous ligaments bilaterally, obtryx mid-urethral transobturator sling, repair of urethral fistula and cystoscopy. The patient underwent another procedure on (B)(6) 2016. The preoperative and postoperative diagnosis was vaginal bleeding secondary to vaginal mesh extrusion. The procedure performed was a revision of vaginal mesh.